Event description:
It was reported that bd integra¿ syringe with detachable needle hub was not on far enough and medication leaked out of the gap. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one 3ml syringe with needle in and opened blister pack from batch #7121740 (p/n 305269) was received and evaluated. A visual inspection showed the retraction mechanism was not engaged and red residue was on the hub of the needle. It was also observed the hub was not fully tightened to syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in sample received.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle hub was not on far enough and medication leaked out of the gap. No serious injury or medical intervention was reported.